Event description:
It was reported after using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the the healthcare provider had difficulty activating the safety cover in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-02045 was sent in error as it was already previously reported in of MFR report # 1024879-2025-02044.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the healthcare provider had difficulty activating the safety cover in an unspecified number of devices. No adverse impact was reported regarding the patient or user.